Event description:
The pt experienced feeling of hypoglycemia. The value measured with her presto was 245 mg/dl. Customer did not trust readings, she consumed some food and felt better. No hospitalization was required.

Manufacturer narrative:
Could not confirm customer complaint. Meter tested within specified range. No further action necessary.